Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 1.4; lab: 3.1. Therapeutic range is 2.0-3.0. Patient is also seeing several nes errors.